Event description:
It was reported that a pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. The customer, initially irate and confused, eventually provided verification and resumed insulin after receiving guidance from technical support, though the call ended abruptly.